Event description:
It was reported that the insulin pump had a blank display, alarmed no delivery, and alerted battery out limit. The blood glucose reading was normally 80 mg/dl, but the customer awoke with a blood glucose reading of 164 mg/dl. The customer stated that his blood glucose levels had been running higher than normal. He noted that it may have been caused by a chocolate he ate, declining troubleshooting assistance for high blood glucose. Upon troubleshooting, the display returned. The no delivery alarm occurred during the manual prime. Troubleshooting indicated that the insulin pump was working as designed, and the no delivery alarm did not recur during the next manual prime. Advised the customer that a replacement battery cap and reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.